Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists adverse events including stroke and renal dysfunction that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's stroke was ischemic. The stroke was treated with recombinant tissue-type plasminogen activator (r-tpa). Related manufacturer reference number for the pump exchange: 2916596-2022-14935.

Event description:
It was reported that on (B)(6) 2022 the patient had symptoms of a stroke including aphasia and decreased hearing. A computed tomography (CT) was performed on (B)(6)2022 that was negative. A repeat CT was performed on (B)(6) 2022 that was also negative. A heartmate ii to heartmate 3 exchange was performed on (B)(6) 2022. Stroke was confirmed on (B)(6) 2022 in the temporal and posterior insular left area. The patient experienced a new onset of acute kidney failure post pump exchange. Their creatinine increased to 300 after the exchange. The patient required continuous renal replacement therapy (crrt) in the immediate postoperative period. Their kidney function was now recovered and does not require dialysis. The patient also had to be re-intubated post pump exchange on (B)(6) 2022 for lung effusion, pneumonia, and acute pulmonary edema. They were extubated on (B)(6) 2022. The patient was stable but remained hospitalized due to their prolonged postoperative course.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient requested to be palliated due to sequelae from the patient's stroke. The patient passed away on (B)(6) 2023. The patient's death was reported to be not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists adverse events including stroke, renal dysfunction, and death that may be associated with the use of the hm 3 lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.